Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported backup mode could not be conclusively determined. (B)(4).

Event description:
A patient notifier was received indicating that the device was in backup vvi mode. The device was reprogrammed to resolve the issue.